Event description:
Two identical twins both of whom developed an infectious keratitis while wearing paragon crt lenses. Pt was initially examined at my office in 2003. Their refractive error was -2.00 in the right eye and -2.00 in the left eye. Their keratometry readings were as follows: od: 44.50/44.50, os: 44.25/44.50. They were successfully fit with the following parameters: in april 2003 a pair of 8.1/525/33 hds-100 lenses were dispensed, ou. Their second spare pair was ordered in june 2003 with the identical parameters. Pt continued to wear the lenses unremarkably throughout the year. They obtained a comprehensive eye examination in 2005, which revealed an uncorrected refraction of -0.75 ou, which obtained 20/20 vision in each eye. Biomicroscopic examination was unremarkable, and there was no evidence of corneal disturbance in either eye.